Event description:
A report was received from the USA indicating that an 840 ventilator was alarming. Though requested, the alarm type/mode, patient involvement and the date of the event were not provided.

Manufacturer narrative:
The covidien customer support engineer (cse) performed a graphical user interface upgrade on the device per customer request. The reported event by the user facility was not confirmed. The device passed all tests per specification as specified by the manufacturer. (B)(4).